Event description:
Joint swelling [joint swelling]. Case description: spontaneous report was received on 13-mar-2012 from a physician regarding a (B)(6) male pt, initial (B)(6), with gonarthrosis. The pt's medical history is significant for dyslipidemia and hypertension. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml in both knees. The lot number of the synvisc injection was not provided. On (B)(6) 2012, the pt had received third dose of the synvisc injection. On (B)(6) 2012, two days later, pt experienced joint swelling. On an unspecified date, pt was hospitalized and underwent synovectomy under arthroscopic surgery and joint irrigation. The action taken with synvisc treatment was not provided. The pt recovered from the event of joint swelling on (B)(6) 2012. Concomitant medications were not provided. The intensity for the event of joint swelling was assessed as unk. The reporting physician assessed the relationship between synvisc and the event joint swelling as possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-mar-2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.